Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
The customer reports that images that are flipped and saved on ra1000 are not showing as flipped on digital hard copy and burned cd. There was no reported pt injury associated with this event.